Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. The unit was not received with a vent side lemo pigtail. Per service record, the unit has not had a vent side lemo pigtail update. Visual inspection revealed the power flex circuit lemo connector was damaged with burnt pins. Carefusion replaced the power flex circuit to address the reported issue.

Event description:
It was reported by the customer that the unit's quick connect wire on the charging cable was broken. While in service, it was discovered that the unit had burnt components. This reported issue was discovered while in service, therefore there was no patient involvement.